Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation under the vibration box. A nurse described it as bruising/pitted edemas. Nurse placed a 4x4 bandaid under the vibration box. There was no alleged device malfunction. Patient reported that the skin issues have improved.